Manufacturer narrative:
One cardiomems patient electronic system was received into the lab for analysis. Visual inspection of the power cord revealed physical damage due to excessive rotation, which has broken the wire strands of the power circuit confirming the reported event. Based on the information provided to abbott, and the investigation performed. The cause for the reported event was due to damaged power cord.

Event description:
The patient called to report that the power cord that is connected to the unit was damaged, and the unit sparks when it is powered on. A replacement unit has been requested.